Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch untrasmart meter was reading inaccurately low. The patient tests his blood glucose four times a day. The patient takes sliding-scale humalog and 70/30 insulin based on his meter readings. The patient claimed that he was hospitalized for about one week because of the alleged meter issue. The patient indicated that for about a month, he was getting results of around "200 mg/dl." Based on the meter readings, the patient took his sliding-scale insulins as prescribed. On an unspecified date/time after the alleged issue began, the patient claimed that he developed "high blood sugar" symptoms. He was unable to specify what actual symptoms he had. When the patient was admitted to the hospital, he was surprised to find out that the hospital had obtained a blood glucose reading of around "600 mg/dl." During his hospitalization, the patient indicated that he performed several meter-to-hospital meter comparisons. In many instances, he claimed that his meter read around 100 points lower than what the hospital obtained. He claimed that the tests were performed less than 10 minutes apart from each other. The patient mentioned that hospital got readings between "300-700 mg/dl." He also stated that he was treated with insulin (unknown types/dosages). In one specific case, he obtained a result of "70 mg/dl" on the reported meter. Within 10 minutes, his blood glucose was tested by the hospital and a result of "123 mg/dl" was obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The patient claimed that the reported test strips were "curved up" by the confirmation window. He did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he was hospitalized and treated for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.